Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor went to deploy the angio-seal and the device was empty. The empty angio-seal was thrown away. The doctor chose not to use another angio-seal and just applied manual compression. The patient was stable and the procedure was good.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and the completed investigation. It was initially reported that the reported device was available for investigation. However, it was confirmed the actual device was no longer available. Therefore, the sections have been updated to reflect no device available. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.